Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen flow. There was no patient involvement reported.

Manufacturer narrative:
Additional information was received that the air flow sensor was leaking and the air flow control valve was stuck closed. This condition results in prolonged excess oxygen flow which is not a reportable malfunction.